Event description:
Philips healthcare has removed ability to view labeling (service/maintenance manuals) for end of support (eos) systems, limiting ability of hospital to maintain device to manufacturer's specifications. Philips uses a software program (in center) to providing levels of access to information based on the training of the hospital staff. Staff at our hospital have been factory trained by philips to service the equipment, previously allowing them access to "l1" access of service manual - allowing them to maintain the equipment successfully for many years. L1 access allows them troubleshooting guides, specifications on parts, historical recall information and other data used to determine if the system is working as intended after a repair. At end of service date (12/31/23) philips removed access to "l1" and only provides user manuals ("l0" level) which does not have the required information. After repeated discussion with philips about this access, philips legal has indicated "philips cannot provide service on those systems and cannot provide access to l1 or higher tools. The FDA has been clear with us that such activities would require the transfer of manufacturing responsibilities, which no customer would ever be willing (or perhaps able) to take on. " I believe philips is confusing repair with remanufacturing and making the decision on behalf of the healthcare organization that the activity that the hospital is providing is in fact remanufacturing, when it is clearly repair. However, without the manuals to reference, the hospital is not able to make the determination on it's own (which is it's right under the remanufacturing guidance). Access to manuals after eos should not be removed as hospitals require this labeling to determine if the service we provide is in fact service. Data within those manuals (such as part numbers, part specifications, diagrams, etc.) Also allow hospitals the knowledge to repair the equipment back to manufacturer's specifications and avoid inadvertently becoming a re-manufacturer (if that is not their intent). Additionally, denying access to labeling to products still on the market (even if they are end of service) is problematic from a patient safety perspective. Access to labeling should not be removed just because the original equipment manufacturer is no longer supporting the device. Other third-party servicers (as well as hospitals themselves) have the right to continue to maintain those devices as long as they can continue to bring them back to manufacture's specifications. Removing access to labeling creates an environment where no others can maintain devices to manufacturer's specifications, putting patients' lives at risk.